Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to abnormal sound percepts. In-situ testing showed normal device function. Analysis revealed a damaged antenna connection at the feed through consistent with explantation damage. After reconnecting the coil device passed electrical tests confirming correct device function. This report is submitted on march 9, 2020.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.